Manufacturer narrative:
(B)(4).

Event description:
A patient reported that he had an infection at the implantable neurostimulator (ins) location. The infection was confirmed. The symptoms reported were drainage, seepage from the scalp. He did not know what kind of infection he had. He was not sure what all was removed but thought it was everything. He was informed by health care provider (hcp) clinic that he was no longer a candidate to have it done. He was going to have 2nd opinion in (B)(6) 2016 at another clinic. It was indicated that he did not intend to follow up with any hcp. A day later, the patient further reported that the reason he only got one implant and not the 2nd was because he had a heart issue, so they had to abort while placing the 2nd implantable neurostimulator(ins). It was not known if this was pre-existing condition or if it developed during the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders

Manufacturer narrative:
(B)(4).

Event description:
A patient reported that he had an infection at the implantable nuerostimulator(ins)location. The infection was confirmed. The symp toms reported were drainage, seepage from the scalp. He did not know what kind of infection he had. He was not sure what all was removed but thought it was everything. He was informed by health care provider (hcp) clinic that he was no longer a candidate to have it done. He was going to have 2nd opinion in (B)(6) 2016 at another clinic. It was indicated that he did not intend to follow up with any hcp. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were parkinson's dual and movement disorders refer to manufacturer report #3004209178-2016-00891 for report of heart issue.